Event description:
Per report, 4 months after a transfemoral implant of a sapien 23 mm valve, the patient presented to emory with a 40% regurgitant fraction by MRI. The valve was implanted at a different hospital. The transesophageal echocardiogram (tee) revealed a severe paravalvular (pv) leak mixed with some central leak in a trans-gastric view. The bioprosthesis appeared to be positioned 60 ventricular / 40 aortic. The patient was post dilated with an edwards 23mm balloon and with a simultaneous injection there appeared to be zero pv leak. Overhanging leaflets were noticed but did not appear to be affecting valve function. A second 23mm valve was implanted 1 cell higher within the first. The pv leak was reduced to mild-moderate. A second balloon inflation was performed with 0.5ml added to the system. The pv leak was reduced to mild with zero gradient on cath. Physician feedback: the original valve was slightly to small for the annulus. However, a 26 mm valve would have been too risky given the size/calcification of the sinotubular junction (23mm). A second valve was needed to increase the radial force and seal the annulus. Additional information provided by the physician to the clinical specialist: the aortic valve annular diameter measured 25mm, with mild calcification. It is his opinion that the pv leak of the first sapien valve implanted may have been caused by under-expansion of the valve in combination with a borderline annulus (possibly a little too large) for a 23mm valve. There was no allegation of device malfunction. After the valve in valve procedure, the patient was stable.

Manufacturer narrative:
Per the device instructions for use (IFU), correct sizing of the bioprosthesis is essential to help prevent paravalvular leak of the bioprosthetic valve. Per the thv physician training curriculum, when the annulus is larger than 21.5mm, a 26 mm sapien valve is preferable to minimize the pv leak. In this annulus size a 23mm sapien valve should be considered only in special situations, (e.g. The presence of severe annulus calcification, bulky leaflet and low coronary ostia, narrow root and low coronary ostia, or a narrow sinotubular junction). In this case, the exact root cause of the reported pv leak cannot be confirmed. However, based on the available information, it appears that the pv leak was due to a combination of valve size selection, and patient factors. Per the physician's feedback, the pv leak of the first sapien valve implanted may have been caused by under-expansion of the valve in combination with a borderline annulus (possibly a little too large) for a 23mm valve although a 26mm bioprosthesis would have been risky given the size and calcification of the sinotubular junction (23mm). The device history records (DHR) for the sapien valve were reviewed and the device was found to meet specifications prior to release for distribution. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.